Manufacturer narrative:
This report is submitted on january 19, 2024.

Event description:
Per the clinic, the patient experienced a wound dehiscence at the incision site. The site has been reported to have begun healing. The implanted device remains.